Manufacturer narrative:
H6. Adverse event problem component code: (4756) appropriate term/code not available. Per the instructions for use, the aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during procedural setup, the aquabeam robotic system was experiencing issues -an error popped up "e22 - motorpack error" followed by error "e50 - console error". Troubleshooting steps were made such as unplugging and reconnecting, but the errors continued to persist. Surgeon also tried swapping the aquabeam motorpack and handpiece but the errors continued to persist. It was determined that the aquabeam console was causing the issue. The procedure was aborted and rescheduled for a different day. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam console was returned for investigation. Functional testing could not confirm the reported event as the aquabeam console functioned as intended. The treatment log files confirmed multiple e22 errors; however, e22 errors are unrelated to the aquabeam console. The root cause of the failure was unable to be determined. A review of the device history record (DHR) for ab2000/serial number (B)(6) and aquabeam console/lot number 24c00282 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's user manual, um0101-00 rev. F, was reviewed. Table 5 system detected errors and faults: "e22 ¿ motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece." E50 - console error. Release foot pedal and click x. If error persists, turn off and turn on console and cpu. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.